Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient presented with nausea, vomiting and bradycardia and it was noted that the right ventricular (rv) lead exhibited suspected t-wave over-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.